Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported damaged belt clip rail and damaged battery tube side. The customer was treated with glucose tablets. The event involved product(s) mmt-7040a, mmt-244a, mmt-1884, mmt-332a, acc-1601. Troubleshooting was performed for low blood glucose. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for damaged pump, informed customer about product replacement/return policy. Troubleshooting was performed for belt clip damage, advised customer that will ship a replacement clip. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-244a. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned. No product return is required for mmt-332a. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2 and motor home switch. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked end cap, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage (serial number label scratched). No unexpected alarms/alert/anomalies noted during testing. Unable to confirm low bgs. Cosmetic damage was confirmed at the battery compartment and belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.